Event description:
Event description cpi received information that this bipolar lead was explanted. The physician elected to perform an invasive procedure to replace the lead due to no atrial sensing. The ventricular was also removed and replaced at this time.